Manufacturer narrative:
Combination product: yes neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations no manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment. It was attempted to deliver the stent into distal lad through 2 prior orsiro stents in the left main/proximal lad. Some resistance was felt, and it was not possible to pass the left main. So, it was attempted to remove the stent, but it could not be retrieve through guide easily. Subsequently, it was managed to retrieve the stent, but it was found dislodged, kept in position on guide wire. The stent was adapted to the vessel wall with another stent.